Manufacturer narrative:
Other text: d4: UDI section is blank, no information available. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the clinician experienced disconnection of the device. The filter and connection keep coming loose despite reinforcement with tegaderm. The experienced clinician has utilized this product before and is familiar with them. Medical intervention was required: a complete epidural re-site due to the breakoff of the filter. Adverse effects have not been reported.